Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid femoral artery that was 70% stenosed. A 300 cm command guide wire was used along with a 6.0 x 40 mm supera peripheral stent system. Additionally, an unspecified balloon catheter was used; however, it met resistance with the command guide wire during advancement and removal. Consequently, the tip of the guide wire became kinked, and was removed with the balloon catheter as a single unit. It was also noted that the size of the supera stent was shorter than the lesion. Therefore, another supera stent system was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.